Event description:
It was reported that the patient complained of feeling a "sensation" in the left area of her chest. Upon device interrogation, it was noted that the right ventricular threshold had increased. Furthermore, when adjusting the threshold, the patient felt a "sensation" when the device was pacing. A chest x-ray confirmed the right ventricular lead to have moved, from the implant location. It was also reported that patient was having an odd stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the helix disengaged from the helical channel, there was a tip seal observation and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.